Event description:
Report received of an overdelivery of dilaudid. The device was programmed in the bolus only mode of infuse an unspecified concentration of dilaudid. Program settings included a 2 ml bolus dose, 10-minute lockout, 30 ml 4-hour limit, 30 ml container size, and no loading dose. Approximately 15 hours after the infusion was initiated, the customer contact reported that the nurse reviewed the "narcotic tally sheet", and "there were no discrepancies" noted. A review of the history event log on the display screen indicated that the total volume infused was 3.2 ml, and the vtbi (volume to be infused) was 26.8 ml. At this time, the nurse observed that the "vial" container had 10 ml of fluid remaining instead of the expected 26.8 ml. Reportedly, "the patient is fine". There was no reported adverse patient effect. Though requested, no additional information was available.